Event description:
It was reported that there were issues with the morphology feature and a template could not be acquired. The patient was followed up and morphology was ok. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.